Event description:
The consumer's wife reported that her husband did not experience any improvement in his vision after an intraocular lens (iol) implant surgery. The reporter informed that the vision is the same as it was before the surgery. It is still -6 diopters. The reporter also informed that the surgery was successful in general.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).